Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia as well as sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose level was 440 mg/dl and sensor glucose was 226 mg/dl. Customer declined to troubleshot for high blood glucose value. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown and threshold suspend limit was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis and insulin pump will not be returned for analysis.